Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event while performing automated peritoneal dialysis (apd) on a homechoice (hc) device. A registered nurse (rn) reported that the patient manually drained over 3000ml of solution after therapy was over. A technical service representative (tsr) initiated a swap of the device. Nothing unusual was noted during troubleshooting for the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in 2007. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. No abnormalities were identified during internal/external inspections. The device was able to pass both a volumetric accuracy test and a temperature test successfully. The pneumatic system was found to be working within specification limits. A short simulated therapy was performed with no issues noted. There were no problems with voltage measures, and all electrical connections were secure. The device passed rite (returned instrument test evaluation), but it failed rite functional testing for an unrelated issue. The problem was unable to be confirmed. A device history record review and a service history review will be performed. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.